Event description:
It was reported by the clinician, that the physician was inserting the central venous catheter. Upon removal of the spring wire guide it unraveled, but was removed intact. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.